Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The disconnected suction hose was reconnected to resolve the reported issue.

Event description:
The hospital reported a loss of suction due to a disconnected suction hose. There was no report of patient involvement.